Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional procedure with a 6f sheath. Reportedly, a prostyle device was inserted, but upon attempting to remove the device, the foot plate would not fully close. The physician then used hemostats to open the tissue track and pull the prostyle device with a partially opened foot out through the arteriotomy and track. The physician was then able to salvage the suture and successfully deploy the device, achieving hemostasis. No additional information was provided.